Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. The product sample consisted of one red adult adapter full thread. The adapter came without a catheter or extensions and it presented signs of use. A visual inspection was performed and a crack was found on the thread pitch area. The crack was at 90 degrees and the adapter had a cavity. Per the instructions for use, it is necessary to perform an inspection before using the device. Do not use the catheter if it is damaged or appears defective. Over tightening catheter connections can crack some adapters. The most probable root cause can be due to over tightening of the adapter. This event will be handled through a formal corrective and preventative action and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that the adapter of the catheter in the artery end was cracked. The surgeon pulled the catheter and replaced it with a new catheter.